Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient had been seeing the ¿reposition antenna¿ screen on his implantable neurostimulator recharger while trying to connect to his implantable neurostimulator starting about 2 weeks prior to the report, confirmed as (B)(6) 2018. The patient¿s implantable neurostimulator also stopped working and they hadn¿t felt stimulation since that time. The patient reported that the last time that they were able to successfully able to charge their device was about 3 weeks prior to the report. The patient was unable to communicate with any external device. An antenna locate session resolved the issue. When the patient tried to initiate a charge, he saw the power on reset message on the screen and was getting 6-8 couplings bars. The patient was able to clear the power on reset message on his own and turn stimulation on. There were no further complications reported or anticipated.